Event description:
It was reported that the patient presented to the emergency department with chest pain. The atrial lead exhibited intermittent atrial oversensing during atrial arrhythmia. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.